Event description:
It was reported that during a right colon procedure, on several firings the device made a usual noise and the clips did not form properly. The procedure was completed with the same device. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The noise reported was coming from the interaction between the ratchet pawl and the trigger insert; the antibackup feature performed as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No incident related to the reported event was observed during the batch record review.